Event description:
It was reported that two days after a coronary drug eluting stenting treatment procedure a death occurred. The target lesions were located in the non-tortuous, non-calcified circumflex artery (cx) and the moderately calcified, 80% stenosed, mid to distal left antrior descending artery (lad). The vessel diameter for the cx was reported as 3.50 mm, the vessel diameter for the lad was reported as 3.00 mm proximally and 2.75 mm mid vessel. A 3.50 x 12 mm taxus stent was placed in the cx without difficulty. The lad was predilated with a 20 mm maverick2 balloon. The physician advanced a 2.75 x 32 mm taxus express2 drug eluting stent to the lad but was unable to cross the lesion and removed the stent. A 2.50 x 6 mm cutting balloon was advanced to the lesion but could not cross the lesion. A 2.00 x 6 mm cutting balloon was successful in crossing the lesion and was dilated two or three times. A 2.75 x 20 mm taxus stent was then advanced to the lad but again could not cross, after a series of vigorous pushing the proximal shaft broke at a portion that remained outside the body. The stent and shaft were removed without difficulty. A 2.75 x 12 mm taxus stent was then advanced to the lad but again was unable to cross the lesion. The shaft again broke at a portion that remained outside the body and was removed without difficulty. A 2.50 x 16 mm taxus stent was then advanced to the lad but was unable to cross and the shaft broke again at a portion that remained outside the body. The stent and shaft were removed without difficulty. The physician then advanced a 3.00 x 32 mm taxus stent to the proximal lad and successfully deployed the stent in from the left main to the proximal lad. A 2.75 x 24 mm taxus stent has then successfully placed in the proximal to mid lad. It was reported, however, that this stent was malpositioned when placed and did not cover the entire lesion. At his point the pt's heart rate and blood pressure became poor and an intra aortic balloon pump (iabp) was placed to stabilize the pt. The pt was brought the coronary care unit for observation and an improved ejection fraction was seen. Two days afer the procedure the physician attempted to remove the iabp, once removed the hr and bp dropped abruptly. Resuscitation attempts were unsuccessful and the pt expired.